Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) was selected for use. The pigtail catheter was exchanged for the wds, and the closure device was deployed in an unsheath fashion. Contrast and fluoroscopy imaging were used to evaluate the device position. Upon shooting contrast into the left atrium (la), the contrast flow could be seen flowing outside the cardiac shadow. An effusion sweep on transesophageal echocardiography (tee) was performed and a pericardial effusion was found. Pericardiocentesis was performed using a 6f pigtail. Approximately 1100cc of blood was drawn out and given back to the patient through a cell saver. Heparin reversal was started during the pericardiocentesis. The device was evaluated, and position, anchor, size and seal (pass) criteria was met so the decision was made to release the closure device and pull everything out of the left atrium. After drawing off fluid the effusion slowed and then cleared with no more suction needed. A drain was placed in the chest and allowed to drain overnight. Patient was evaluated over the weekend and was given 2 units of blood. Patient fully recovered and was discharged home.